Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient with a history of severe osteoporosis and old vertebral fractures, underwent a spinal fusion procedure using screws and screw cement. The surgeon implanted screws in the cervical spine on the left and right sides at l5. Approximately 2.5 months post-operatively, the surgeon reported that three screws were loose; the screw at l5 on the right side is fixed. A revision surgery was performed to remove the loosened screws. No additional complications were reported.

Manufacturer narrative:
A review of radiographic images show construct spanning l2 to l5 compounded by cement. Cement augmentation noted in body of l4, deformity noted in body of l3. Despite cement augmentation, right upper l2 screw and l4 left lower screws have migrated out of their cement beds, and the construct has failed. Analysis of the returned device shows that the crowns are showing impactions due to tightening with a spinal rod. For one mas (B)(4), the deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection whereas the deformation is symmetrical for the other mas, consistent with proper tightening of the connection. The posterior side of both rods presents 2 marks coming from the tightening of the setscrews. The anterior side of both rods presents 2 contacts with the crown of the mas. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. The observation of the x-rays shows that: - one bone screw at l2 and one bone screw at l5 were loosened. The loosening of the other bone screw at l2 can not be identified - the angulation of the bone screws versus the bon screw heads did not change between immediate post-op and two months post-op - a vertebral fracture at l3 (old one as mentioned by the surgeon in the event) has not been treated and the vertebral height has not been restored the bone screw loosening may be explained by the natural condition of the patient who has a strong osteoporosis (as mentioned by the surgeon in the event description). Overload applied to the bone screw in l5 before loosening may explain the asymmetrical deformation of the mas crown. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.